Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [article (3).pdf].

Manufacturer narrative:
Event dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to limited information available from the article (article based on multiple individuals with no specific information regarding the individual patients), a cause for the reported single leaflet device attachment/ slda or expulsion could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is unknown as the part and lot numbers were not provided. Attachment: article titled, multisociety expert consensus systems of care document 2019 aats/acc/scai/sts expert consensus systems of care document: operator and institutional recommendations and requirements for transcatheter mitral valve intervention.

Event description:
This is filed to report single leaflet device attachment/slda and complete clip detachment. It was reported through a research article identifying mitraclip devices that may be related to: single leaflet device attachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "multisociety expert consensus systems of care document 2019 aats/acc/scai/sts expert consensus systems of care document: operator and institutional recommendations and requirements for transcatheter mitral valve intervention." No additional information was provided.